Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 794895) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression in 2005, anxiety in 2005 and rheumatoid arthritis in 2015. Concomitant products included adalimumab (humira), bupropion since 2005, methotrexate, piroxicam and prednisone since 2014. On (B)(6) 2011, the patient had essure inserted.on an unknown date, the patient started lexapro at an unspecified dose and frequency. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse"). In 2011, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain ("abdomen pain"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced rheumatoid arthritis ("rheumatoid arthritis"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("painful menstrual cycle"). In 2016, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"), fatigue ("fatigue") and libido decreased ("other injury or complication please describe: diminished libido"). On an unknown date, the patient experienced migraine ("migraine headaches") and headache ("migraines/headaches"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy. Bilateral salpingectomy. Cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, libido decreased and abdominal pain had resolved, the migraine, menorrhagia, fatigue, vaginal discharge and rheumatoid arthritis outcome was unknown and the headache was resolving. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, libido decreased, menorrhagia, migraine, pelvic pain, rheumatoid arthritis, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: successful placement in 2011. (Per pfs) (B)(6) 2016: surgical pathology: final diagnosis: total hysterectomy/bilateral salpingectomy: cervix: cervical intraepithelial neoplasia iii (hsil/severe dysplasia). Surgical margins free of lesion. Endometrium: late secretory phase. Myometrium: no abnormality is seen. Serosa: no abnormality is seen. Bilateral tubes: no abnormality is seen.removal of the tubes reveals presence of two essure coils which are in place in the normal location of the tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 794895) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression in 2005, anxiety in 2005 and rheumatoid arthritis in 2015. Concomitant products included adalimumab (humira), bupropion since 2005, methotrexate, piroxicam and prednisone since 2014. On an unknown date, the patient started lexapro at an unspecified dose and frequency. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse"). In 2011, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain ("abdomen pain"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced rheumatoid arthritis ("rheumatoid arthritis"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("painful menstrual cycle"). In 2016, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"), fatigue ("fatigue") and libido decreased ("other injury or complication please describe: diminished libido"). On an unknown date, the patient experienced migraine ("migraine headaches") and headache ("migraines/headaches"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy. Bilateral salpingectomy. Cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, libido decreased and abdominal pain had resolved, the migraine, menorrhagia, fatigue, vaginal discharge and rheumatoid arthritis outcome was unknown and the headache was resolving. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, libido decreased, menorrhagia, migraine, pelvic pain, rheumatoid arthritis, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: successful placement in 2011. (Per pfs) (B)(6) 2016: surgical pathology: final diagnosis: total hysterectomy/bilateral salpingectomy: cervix: cervical intraepithelial neoplasia iii (hsil/severe dysplasia). Surgical margins free of lesion. Endometrium: late secretory phase. Myometrium: no abnormality is seen. Serosa: no abnormality is seen. Bilateral tubes: no abnormality is seen.removal of the tubes reveals presence of two essure coils which are in place in the normal location of the tube. Most recent follow-up information incorporated above includes: on 30-jul-2018: pfs received. Event rheumatoid arthritis added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. 794895) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression in 2005, anxiety in 2005 and rheumatoid arthritis in 2015. Concomitant products included adalimumab (humira), bupropion since 2005, methotrexate, piroxicam and prednisone since 2014. On an unknown date, the patient started lexapro at an unspecified dose and frequency. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdomen pain"). In 2016, the patient experienced dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding"), fatigue ("fatigue") and libido decreased ("other injury or complication please describe: diminished libido"). On an unknown date, the patient experienced migraine ("migraine headaches") and headache ("migraines/headaches"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy. Bilateral salpingectomy. Cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, libido decreased and abdominal pain had resolved, the migraine, menorrhagia, fatigue and vaginal discharge outcome was unknown and the headache was resolving. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, libido decreased, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: successful placement in 2011. (Per pfs) (B)(6) 2016: surgical pathology: final diagnosis: total hysterectomy/bilateral salpingectomy: cervix: cervical intraepithelial neoplasia iii (hsil/severe dysplasia). Surgical margins free of lesion. Endometrium: late secretory phase. Myometrium: no abnormality is seen. Serosa: no abnormality is seen. Bilateral tubes: no abnormality is seen.removal of the tubes reveals presence of two essure coils which are in place in the normal location of the tube. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet & medical recrd received. Events menorrhagia, fatigue, headaches,vaginal discharge, diminished libido are added. Lot number added. Concomitant , historical drugs & conditions are added. Lab data updated. Patient, product & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), migraine ("migraine headaches") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (patient underwent a hysterectomy to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, migraine and vaginal haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.